Event description:
It was reported that during an implant procedure on (B)(6) 2019, right after the ipg was opened, it was noticed that there were no hex cutouts in the head of the set screws of the ipg. The torque wrench could not be used to adjust the set screws. The ipg was returned, and evaluation determined that the header chamber and the set screw in the connector block were found misaligned.